Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level decreased to 50-64 mg/dl. The customer consumed glucose tablets to address the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.